Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a 60 cc syringe. The customer reports when they were drawing up euthasol, a euthanasia drug, the syringe exploded. The drug got onto the employees and they were taken to the hospital for treatment. The customer states the event involved two employees. The first employee was a male. The drug went on his face, left eye, and hands. The second employee was a female. The drug got on the left side of her face, hair, and both hands. Both employees thoroughly washed their hands, face and hair and used the eye wash station for eye cleansing. The male employee went to the emergency room to have his eye examined. Tests were performed. Both employees are fine at this time.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a 60 cc syringe. The customer reports when they were drawing up euthasol, a euthanasia drug, the syringe exploded. The drug got onto the employees and they were taken to the hospital for treatment. The customer states the event involved two employees. The first employee was a male. The drug went on his face, left eye, and hands. The second employee was a female. The drug got on the left side of her face, hair, and both hands. Both employees thoroughly washed their hands, face and hair and used the eye wash station for eye cleansing. The male employee went to the emergency room to have his eye examined. Tests were performed. Both employees are fine at this time.